Event description:
Customer reported that pt with known anti-c did not react with all of the c-positive cells of 0.8% resolve panel a lot 8ra173. No death or serious injury was associated with this incident.